Event description:
Info received indicates when the brakes are activated, the casters continue to swivel.

Manufacturer narrative:
The tech found that the casters were worn. He replaced the casters and the brakes functioned properly.